Event description:
The product was used during a routine ureteroscopy on a male patient. Towards the end of the case, the doctor and his assistant noticed a "string like" material towards the distal end of the instrument. Upon trying to retrieve the material, the doctor had difficulty removing the scope from the access sheath. He had to use significant force to dislodge the scope. He then advanced the scope again to remove some material and again had difficulty removing the scope. The nurse stated that he had to use more force to remove the scope on the second advancement. After the second advancement, the doctor removed the access sheath and they noticed long strands of plastic material in the sheath and in the patient. They used forceps to remove the plastic strands from the patient and finished the case.

Manufacturer narrative:
One specimen cup containing one segment of clear plastic film was received; the access sheath was not returned for evaluation. The segment measured approximately 12cm in length and is most likely the inner lining of the access sheath. The customer indicated during the procedure, the physician had experienced difficulty when removing the scope from the access sheath. The physician noticed long strands of plastic material in the sheath as well as the patient. The access sheath segments were noted to be removed from the patient whit no additional harm during the same procedure. At this time, the customer is not sure as to what size scope was being used during the procedure. Most likely, the inside of the sheath was damaged by the scope being used during the procedure causing the difficulty experienced. Should additional information become available, it will be forwarded.